Event description:
It was reported that the patient was on minocin (minocycline) twice per day when admitted for pump exchange.

Manufacturer narrative:
Related MFR numbers: # 2916596-2023-01242, #2916596-2023-01246, #2916596-2023-01247. Manufacturer's investigation conclusion: no device issues related to the reported event were identified during evaluation of heartmate 3 lvas, (B)(6). Additionally, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 3.5 inches from the pump header and the remaining portion of the pump cable measuring approximately 22 inches was returned. The modular cable was returned and was evaluated separately. The outflow graft and outflow graft bend relief were not returned. The cuff lock was fully disengaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists infection (driveline, localized, and pump pocket or pseudo pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline infection that was being managed as an outpatient, but the cultures grew 2 multi drug resistant organisms. A decision was made to do a heartmate (hm) 3 to hm 3 pump exchange and reposition the driveline exit site to the opposite side of the abdomen. On (B)(6) 2023, the hm3 exchange was completed via left thoracotomy and the existing pump was unlocked and the outflow graft (ofg) with clip was detached. The new hm3 driveline was tunneled to the right abdomen, pump attached to the existing apical cuff and ofg was attached without ofg clip. The pump was de-aired, and the bend relief was locked back into position. The patient's bleeding was dried up and the patient was transported to the cardiovascular intensive care unit in stable condition. The lvad was reportedly operated as intended with no alarms and the driveline exit sirt had almost 2 inches of velour protruding outside of the skin.